Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not experiencing adequate stimulation with their scs system. Surgical intervention may be pending for this issue.

Manufacturer narrative:
Additional information: a4 - patient weight h6 - method code: 4117 has been updated to 4114.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.